Event description:
The pt's daughter reported that the pt was feeling dizzy and weak on 8/16. She tested her blood glucose on her one touch basic meter with a result of 35 mg/dl. She drank orange juice and ate peaches. 15 minutes later, her blood glucose tested a 18 mg/dl. Because she was still feeling ill, she was transported to the hosp where her bg was measured at 429 and 432 mg/dl (method unknown). She was kept overnight and sent home the following morning. Treatment provided to the pt is unknown. It was further reported that the test strips used to obtain the alleged low results (lot #507731a) had expired in july 1997.